Event description:
The pump smoked at the power cord below the strain relief on the pump side. The pt was not on the pump or in the room at the time the cord smoked. A family member in the room at the time unplugged the pump and brought it to the nurses station. No injury occurred.